Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set was leaking from the molded y-site during prming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which noted a leak from a fracture on the y portion of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was the fracture; the cause of the fracture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.